Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power; there was moisture visible behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/29/2017 with the following findings: the pump was unable to power on and was completely unresponsive. The battery compartment was cracked and the leak test failed due to the crack. There was moisture corrosion observed on the display screen. The pump¿s cover was removed and further moisture was observed.